Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. The event was confirmed by visual analysis of the device. Method & results: device evaluation and results:the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted trident constrained liner. It is evident from the photos that the device was disassociated both internally and externally post explantation. The liner has been explanted in two pieces, one piece with the head still implanted and one piece of the liner showing evidence of explantation damage. Material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, xrays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be reopened.

Event description:
Patient dislocation of right hip replacement. Disassociation of trident constrained liner apparent on x-ray.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient dislocation of right hip replacement. Disassociation of trident constrained liner apparent on x-ray.